Event description:
It was reported that on literature review "clinical outcomes in pediatric tibial lengthening and deformity correction: a comparison of the taylor spatial frame with the orthex hexapod system", 15 patients out of 18 suffered from, at least, one pin site infection episode (checkett´s grade 2 and above) during therapy with the taylor spatial frame system. The infections were treated with antibiotics. The outcome of the patients is unknown. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. Messner, j; et al. (2021). Clinical outcomes in pediatric tibial lengthening and deformity correction: a comparison of the taylor spatial frame with the orthex hexapod system. Journal of childrens orthopaedics. Vol 15, art 2, pag: 114-121. Doi: 10.1302/1863-2548.15.200165. (B)(4).

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: given the nature of the alleged incident, the devices, could not be returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports, in a literature review, that 15 patients suffered from, at least, one pin site infection episode (checkett´s grade 2 and above) during therapy with the taylor spatial frame system. Checketts-otterburn is a classification of pin site infections. Pin tract infections are one of the most common complications of external fixation. This is not a product mal-performance. The infections were treated with antibiotics. No further information is available. Without clinical and patient specific information, a thorough medical investigation cannot be performed. The patients¿ outcomes beyond that which was documented in the article cannot be confirmed nor concluded. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to patient reaction and/or post-operative healing issue. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h3.